Event description:
Indication for procedure: occluded saphenous vein graft (svg). Procedure details: the procedure was performed in the svg using a .9mm elca catheter and the cvx-300 laser system. The anatomy would not allow the placement of a embolic protection device. During the 2nd pass, the pt's bp dropped. The md detected embolization and decided to try a balloon placement. He was not satisfied with the results of the balloon procedure so he elected to attempt another laser pass using a 1.7mm elca catheter. Again the pt's bp dropped. At that point, the md decided to place stents. During the 2nd stent placement the pt coded. The pt was resuscitated, however, he expired several hours later. Cause of death: high risk case and embolization in a svg. The spnc devices were disposed of during the code, but performed as designed and there were no alleged defects or malfunctions. Device lot numbers were not available for review.